Manufacturer narrative:
Combination product: yes. Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient implanted with enitra 6 dr pacemaker with solia s 53 (atrial lead) and solia s 60 (ventricular lead) on (B)(6) 2021, and all post-implant parameters including impedance, sensing (p/r waves), and pacing thresholds were within normal limits; during follow-up, parameters initially remained stable, however a gradual increase in right ventricular (rv) pacing threshold was later observed, along with patient-reported syncope episodes; upon further evaluation, fluoroscopy revealed that the helix of the rv lead had retracted almost completely into the helix housing; subsequently, the pocket was reopened, the rv lead was replaced with a new solia s 60 lead, and the previously implanted lead was successfully explanted and retrieved for further analysis.